Event description:
Related manufacturer reference number: 2017865-2024-35286. It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) had difficulty releasing from the delivery catheter. After troubleshooting, the physician began to redock the lp to remove from the patient when the lp released from the delivery catheter. The lp was successfully implanted. The lp required a firmware update which was performed. The patient was in stable condition.